Event description:
It was reported that this right atrial (ra) lead exhibited high impedances out of range, noisy signals, oversensing and loss of capture, set in bipolar. It is suspected the anode coil was fracture. At this time, the ra lead was reprogrammed to unipolar and is scheduled to be replaced. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedances out of range, noisy signals, oversensing and loss of capture, set in bipolar. It is suspected the anode coil was fracture. At this time, the ra lead was reprogrammed to unipolar and is scheduled to be replaced. No adverse patient effects were reported. Additional information was received which indicated the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 15.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. The analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedances out of range, noisy signals, oversensing and loss of capture, set in bipolar. It is suspected the anode coil was fracture. At this time, the ra lead was reprogrammed to unipolar and is scheduled to be replaced. No adverse patient effects were reported. Additional information was received which indicated the ra lead was explanted and replaced. No additional adverse patient effects were reported.